Manufacturer narrative:
Correction: the initial MDR submitted on the skin flap reduction surgery was filed inadvertently. Additional information has been requested but has not been made available as the date of this report. This report is submitted on march 27, 2024.

Manufacturer narrative:
Per the clinic, the patient was hospitalized overnight (specific date and duration not reported). This report is submitted on june 28, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 26, 2024.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery (specific date not reported) and subsequently experienced a wound infection. The patient was treated with oral and IV antibiotics (specific date and duration not reported). The device was then explanted on (B)(6) 2024 due to skin breakdown at the implant site. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Correction: the correct date of awareness for the initial MDR report is january 31, 2024 not march 01, 2024 as previous reported.